Event description:
This lead & another lead, were removed from service because "the leads showed excessive wear on the external silicone insulation by the connector pins. Probably from rubbing on the aicd." This occurred during the routine replacement of an implantable cardioverter defibrillator (ICD). It is not known if the leads were explanted or capped & remain implanted. Implanted-10/11/91. Removed from service-7/18/95. Total implant time-45 mo.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.